Manufacturer narrative:
This supplemental report is being provided to include additional information form the customer. The customer provided their cleaning, disinfection and sterilization processes. The customer uses customer ultrasonic tergal 800 detergent and medivators/cantel medical part a rapicide pa - ml02-0117 and part b rapicide pa - ml02-0117 disinfectant. The concentration is check at the end of each mediator cycle before the scope is released for use. The following eight (8) medivator advantage plus automated endoscopic reprocessor model 1-2-510.003 are used and the serial numbers with the last date of preventative maintenance (pm) are listed: unit 1 (B)(4) last date of pm 2021sep unit 2 (B)(4) 2021jul; unit 3 (B)(4) 2021jun; unit 4 (B)(4) 2022 mar; unit 5 (B)(4) 2021 dec; unit 6 (B)(4) 2021oct; unit 7 (B)(4) 2022 apr; unit 8 (B)(4) 2022jan. The endoscope channel is being brushed during manual cleaning with a single use olympus model b-412t and pre-cleaning is being performed immediately after a procedure. The steps take are as follows: h. Endoscope is pre-cleaned using ¿first step endoscopic bedside kit, 500ml.¿ wipe entire insertion section of the scope using the provided sponge with pre-cleaner solution; turn suction pump on; close the cap on the biopsy valve; lower the forceps elevator by turning the elevator control lever; immerse the distal end of the insertion section in the pre-cleaner solution; wipe the insertion section; aspirate pre-cleaner solution; cap suction valve; depress the suction valve on the endoscope and aspirate the pre-cleaner solution through the endoscope for 30 seconds; while continuing the immersion and the aspiration, raise and lower the forceps elevator three times, by turning the elevator control lever; remove the distal end from the pre-cleaner solution; depress the suction valve and aspirate air for 10 seconds; turn the suction pump off; turn the light source on; switch off the airflow regulator on the light source; detach the air/water valve from the endoscope and place it in the detergent solution; attach the aw channel cleaning adapter to the air/water cylinder of the endoscope; immerse the distal end of the insertion section in the pre-cleaner solution; switch the airflow regulator on the light source to maximum output; depress the button of the aw channel cleaning adapter to flush the air/water channel with pre-cleaner solution for 30 seconds; release the button to flush air for 10 seconds; turn the light source off; detach the videoscope cable from the electrical connector of the endoscope; detach the suction tube from the suction connector on the endoscope connector; detach the metal tip of the water container from the air/water supply connector on the endoscope connector; put the metal tip of the water container tube into the receptacle on the lid of the water container; confirm that the exterior surface of the electrical connector is free from scratches; and attach the cap to the electrical connector. The endoscope is being leak tested prior to manual cleaning with olympus mu-1 leak tester. There have not been any problems noted with the aer. The last in-service from olympus was performed 29apr2022 and there have not been any changes in the facility's reprocessing personnel. The endoscope is being stored freely hanging in a vertical position in an enclosed scope cabinet.

Event description:
The customer provided additional information. The facility completed the investigation into this event and determined the organisms linked to the subject device are not related.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The customer returned the reprocessing questionnaire and stated the following: the contact has marked ¿unknown¿ for each of the following: the date of the procedure and patient outcome. What other factors being investigated that are likely contributory to the reported event. If environmental factors are being investigated. If genetic testing about bacteria was detected from the endoscope and the patient. If strains of bacteria detected from the endoscope and patient are the same. The date the positive culture or infection was detected. The device was taken out of service and returned to olympus. The endoscope was not used in between the date of detection and isolation of the device. Tergal detergent/rapicide is the cleaning and disinfectant solutions used with the endoscope. The minimum effective concentration is checked each cycle. Medivator aer is used to reprocess the endoscope. The endoscope channel is brushed during manual cleaning with an olympus disposable brush, olympus #bw 421 t. Pre-cleaning is performed immediately after a procedure. Pre-cleaning of patient care equipment is completed by medical team post procedure in room, prior to full decontamination process. The endoscope is leak tested prior to manual cleaning using an olympus automated leak tester. There have not been any problems noted with the aer. The last preventative maintenance automated endoscope reprocessor (aer) was 2022. The last reprocessing in-service conducted by an olympus endoscopy support specialist was in september 2021. There has not been any change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is stored using vertical hanging. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer contacted olympus for suspicion of cross-contamination with an endoscope that tested positive for microbial contamination and a possible patient infection. The facility reported although the patient was infected with the same organism as the contaminated endoscope, the patient did not have a procedure involving the contaminated endoscope and did not see any relationship between the patient infection and contaminated endoscope. The facility also reported the contaminated endoscope was not used on patients after it was suspected to have been contaminated and was appropriate quarantined. The unknown organism was detected on the elevator of the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus on may 13, 2022, as part of a duodenoscope upgrade contract. The device, arrived at olympus on may 17, 2022, has been commingled in a write off location, it was not able to be identified and separated. Therefore, culture testing and device evaluation was not performed on the device after arriving at olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Because the culture results of the user were unknown and olympus could not perform culture results due to the above the reported event was not confirmed. Olympus will continue to monitor field performance for this device.